Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis showed increased ventricular impedance around (B)(4) 2013. There was a lead warning noted on 2013 (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) implantable pacing lead was exhibiting no capture at maximum output, undersensing of r-waves at maximum sensitivity and an increasing lead impedance trend. A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.